Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient a routine heart transplant. Upon investigation it was determined that the outflow graft bend relief was not attached. Microscopic inspection of the clean hardware today confirmed that the bend relief had never been pushed far enough to engage with the outflow graft attachment. There was also a crease in the graft, adjacent to the hardware, which based on the surrounding tissue ingrowth, had been present for a prolonged period of time. Neither issue appeared to have contributed to an adverse event and the patient was routinely transplanted, per their outcome information. X-rays submitted to appear inconclusive for the bend relief not being connect due to the angle of the images and because the bend relief and graft hardware are in contact, but not engaged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: (B)(6) was returned after the patient received a routine transplant with the customer noting that the pump had been functioning as intended. During the evaluation of the device, the outflow graft bend relief was confirmed to not have been secured to the outflow graft hardware during support. The normal tissue ingrowth around the hardware appeared to be holding the bend relief in its returned position and had also grown over in places where the locking tabs should have been engaged. Upon disassembly of the graft, a crease was found adjacent to the hardware. The normal tissue ingrowth on the exterior of the graft had filled in the crease, indicating that the crease had been present for an undetermined period of time. The remainder of the device appeared unremarkable. After cleaning, the outflow graft and bend relief hardware were inspected under a microscope. The examination found longitudinal scratch marks on the graft attachment hardware, which stopped short of the locking ledge, indicating that the bend relief attachment clip had not been pushed into the fully locked position. Due to the observation of these marks and the tissue ingrowth around the hardware prior to cleaning, it was determined that the bend relief had not been engaged for the duration of support. Additionally, several radial scratches were noted along the graft attachment hardware, perpendicular to the longitudinal marks. These scratches appeared indicative of back and forth motion of the bend relief during support causing the attachment clip to rub against the graft attachment. Visual inspection of the attachment clip under magnification confirmed corresponding scratches on the locking tabs. The apparent motion of the bend relief during support may have contributed to the underlying crease in the outflow graft adjacent to the graft attachment noted during disassembly. This graft deformation did not appear to have contributed to a functional issue as review of the patient¿s history and the log files downloaded from the pump found no indication of low flows. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. A corrective action was implemented to address the hm3 outflow graft not being connected at the time of implant. (B)(6) was implanted prior to the implementation of this corrective action. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The surgical procedures section of heartmate 3 lvas IFU rev. C contains information on "preparing the sealed outflow graft." The ¿de-airing the pump¿ section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. This section also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. No further information was provided. The manufacturer is closing the file on this event.